Event description:
New information indicates that the patient is doing well post procedure.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was unknown.